Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had two motor errors in the last month. Customer had an MRI and was advised to leave the pump in a room. Customer could not disconnect from the pump because he was at work. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer was advised to return the pump with the battery and to zero out the basal rates. Customer stated that he is going to use the pump against the helpline's advice until he gets home and has a back-up plan. Customer has a back-up plan in place. Customer received first motor error on (B)(6) 2014 and a second one today. Both alarms were in the middle of bolus deliveries. No further assistance needed.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.